Event description:
The customer reported being hospitalized due to hypoglycemia and low blood glucose of 23 mg/dl. Troubleshooting was performed. The settings and the programming appears to be correct. The reservoir was showing the same amount of insulin that the status screen shows. The customer stated that she is not sure if she wore the insulin pump during a mammogram and a minor surgery. Ran a displacement test and passed. The customer's most recent glucose reading was 86 mg/dl. The customer stated that she does not feel comfortable, and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the insulin pump had a missing end cap sticker. After testing it was concluded that the device operated within specifications.